Event description:
It was reported that there were abnormal impedances on electrodes 0 and 1. It was stated the patient had a loss of therapeutic effect, the incision was itching and they did not feel the stimulation. It was noted the patient said she had been "leaking quite a bit recently and needs to were depends underwear, symptoms improved very little since implant, the therapy did not seem to be working for the past couple days before report, was not feeling what she was supposed to feel, and that she showered the day after surgery." Reportedly, the device was implanted on (B)(6) 2013. The patient was redirected to her healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), explanted: (B)(6) 2012, product type: programmer. (B)(4).